Event description:
It was reported to boston scientific corporation that four resolution 360 clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, when the clip was passed down through the scope, the clip fell off. The clip was limply hanging at the tip of the catheter when it came outside of the working channel. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.